Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4).

Event description:
The reporter indicated the surgeon implanted an aq2010v silicone three piece lens, +17.5 diopter, in the patient's eye. The lens was explanted on (B)(6) 2016 due to the lens was not the correct lens for this patient. There was no patient injury and no sutures were required. A different type of lens was implanted. The reporter was unable to provide any additional information.